Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response on the esc button due to moisture damage on keypad traces noted. The insulin pump was unable to perform displacement test due to unresponsive keypad, cracked window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had an unresponsive button on the insulin pump. The customer blood glucose level was 127 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.